Manufacturer narrative:
Additional manufacturer narrative -the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3715/7797867, tgt3720/7893441) to repair a descending thoracic aortic aneurysm with the diameter of 50 mm. The patient tolerated the procedure with no adverse events. On (B)(6) 2010, a lymphorrhea was identified at the vessel access site. The cause of the lymphorrhea was reportedly procedure-related. On the same day, an irrigation and re-suture to the access site was performed to treat the lymphorrhea, which was successfully resolved. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations showed no reported issues. No further information including the manufacturer of the sheath is available.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).